Event description:
It was reported by the customer that the device overheated. No other add'l info was provided by the user facility.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor assembly.